Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was unknown at the time of incident. The pump had a no delivery alarm during prime. The customer wasted two reservoirs and was able to prime with the third. The customer was advised to use the plunger manually to push the insulin into the tubing. Troubleshooting was completed. The reservoir was not returned for analysis.